Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
It was reported there was liquid in the 0.3 ml bd micro-fine +¿ insulin syringe with 30g x 8 mm needle. She returned them to the pharmacy and the staff stuck himself with the needle.

Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint for foreign matter on lot # 6195916. This is the 1st related complaint for needle stick on lot # 6195916. Customer returned (9) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 6179716. Customer states that a liquid comes out of the needle. All returned syringes were examined and no liquid or any other foreign matter was observed in any of the samples. However, five out of nine samples exhibited a clear droplet of material come out of the cannula when fully depressing the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. No exposed cannula was observed that would suggest an accidental needle stick was observed on any of the samples. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA # (B)(4) and situation analysis # (B)(4) have been opened to address.

Manufacturer narrative:
Awareness date correction: (B)(6) 2017.